Manufacturer narrative:
(B)(4). Batch # unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a lap bowel resection, it was noted that the connection of the anvil onto spike of circular powered stapler would not connect. It did connect on 4th attempt. Surgery completed from that point on without issue. 5-minute delay. No fragments generated. The procedure was completed successfully with the device with no patient consequences.